Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 10/01/2013. Device evaluation: on examination, the bolus button cover was intact without damage. On investigation, the bolus button responded normally. Investigation was unable to confirm or duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.